Manufacturer narrative:
The use of a femoral stem of a third party product and a suboptimal anteversion angle of the shell are thought to have contributed to the reported breakage of the ball head.

Event description:
Revision surgery was reported due to fracture of the ceramic ball head.